Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: there is no documentation showing a causal relationship between the liberty cycler machine or cassette and the adverse event of peritonitis. Additionally, there is no allegation against any fresenius products and the adverse event. However, there is a probable association between the reported peritonitis and a possible breach in aseptic technique during peritoneal dialysis (pd) therapy given the pd nurse's report that the source of the infection was breach in technique, and the organism cultured was enterobacter aerogenes.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was diagnosed with peritonitis on (B)(6) 2017. The patient was not hospitalized. The pd nurse stated that the source of infection was breach in aseptic technique. The patient was initially treated with cefazolin and ceftazidime prior to receiving the culture results. Once the culture results were obtained from the peritoneal effluent, which were positive for enterobacter aerogenes, the cefazolin was discontinued and the patient continued on ceftazidime for 21 days. The organism was found to have not cleared as of (B)(6) 2017 with the first round of antibiotics. The patient was then treated with ceftazidime for an additional 21 days, which ends on (B)(6) 2017. The patient continues with cycler pd treatment.